Event description:
Patient's impella cp alarmed "low purge pressure". All connections both to the patient and to the pressure bag/purge fluid bag were checked to make sure there were no leaks or kinks. Staff then noticed a small puddle under the impella controller, and upon opening the cassette flap noted that there was a leak in the cassette somewhere. It appeared to be leaking to the right of the cassette from the small circular membrane. Staff quickly used the spare cassette and old purge fluid bag and switched out the cassette. No harm to the patient.